Manufacturer narrative:
(B)(6). A philips field service engineer (fse) evaluated the device and performed an audio setup verification. It was found that the audio was switched on the pc speaker and found speaker with high noise level. The system did not allow the correct adjustment of the alarm volume. The issue was due to the speaker. The speaker was replaced, and the software was reinstalled and setup. The alarms were confirmed to be working. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating audio problems were found, even though a patient is connected, no alarm was heard. The device was in use at the time of the event. No adverse event occurred.